Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1858 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the powerglide guidewire sheared off in the patient and had to go to the or to have it removed.